Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage from the needle was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of leakage from the needle was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage from the needle based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® ultratouch¿ push button blood collection set, the device was leaking blood from the barrel - tube connection after retracting the needle. No patient impact reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown d.2b medical device type: one additional code applies; jka e1: initial reporter facility name: (B)(6) hospital a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® ultratouch¿ push button blood collection set, the device was leaking blood from the barrel - tube connection after retracting the needle. No patient impact reported.